Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon decided to use a anterior chamber lens. Lens was removed and one suture was required. The reporter was unable to provide additional info.

Manufacturer narrative:
Evaluation: results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.